Event description:
The facility returned the device for svc. During svc testing, baxter svc tech reported that channel a underdelivered. The hosp rep stated they have no record of any pt incident involving the pump since the last baxter svc event.